Manufacturer narrative:
The returned device was evaluated. During investigation it was found that the cable drew no power from the power supply and there was no light at the sensor. Manipulation and bending of the cable did not change the performance. X-ray investigation revealed a cut in the middle of the cable between the inline power module and the ch connector which could cause the device to draw no power and to not to function. A service history record review reveals these products were in the field for five (5) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported the cable is received intermittent spo2 signal. There is no report of any patient consequence or impact as a result of the issue.